Event description:
Philips received a complaint by the customer on the v60 indicating that system displayed error messaged: "check vent proximal pressure sensor autozero failed." It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem also it was verified there was a code proximal pressure sensor autozero failed in the significant log. Per the service manual, it is advised to replace solenoid 3 and 4, then the data acquisition board. The rse provided parts numbers to the customer to resolve the reported problem.

Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that system displayed error messaged: "check vent proximal pressure sensor autozero failed". It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem also it was verified there was a code 110b in the significant log. Per the service manual, it is advised to replace solenoid 3 and 4, then the da pcba. The rse provided parts ID to the customer to resolve the reported problem.

Manufacturer narrative:
H11: correction to h10: philips received a complaint by the customer on the v60 indicating that system displayed error messaged: "check vent proximal pressure sensor autozero failed". It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem also it was verified there was a code check vent: proximal pressure sensor auto zero failed in the significant log. Per the service manual, it is advised to replace solenoid 3 and 4, then the data acquisition (da) printed circuit board assembly (pcba). The rse provided parts ID to the customer to resolve the reported problem. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.